Manufacturer narrative:
The technician replaced both worn brake casters to repair the bed.

Event description:
Information received indicates the brake will engage and hold, but the caster continues to ratchet when force is applied.